Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient had a seizure and a fall about a year ago then quit walking. They were put into a nursing home on (B)(6) 2018. The patient hadn't spoken in about 2 years and had lost a lot of weight. They passed away on (B)(6) 2019, but the healthcare provider (hcp) stated the cause of death was dementia. It was reviewed if the caller was still concerned about the deep brain stimulation (dbs) possibly causing problems, then to follow-up with the managing hcp. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Patient code (B)(4) was omitted from previous report in error. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.